Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip introducer (ci) and leak were confirmed. However, the reported difficulty to remove the ci was not confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty to remove the ci was related to user technique/procedural circumstances during the procedure (as the cds was retracted too fast). The reported torn ci was a cascading effect of the difficult to remove (when the cds was being retracted from sgc too fast, it made the clip get caught on the ci and while retracting the cds from the sgc, the proximal end of the ci torn off). A definitive cause for the torn silicon valve could not be determined, however procedural circumstances/user technique during the procedure most likely contributed to the valve tear as the device passed the leak test successfully during the sleeve preparation as per IFU. The reported leak is a result /cascading effect of the procedural circumstances of the torn silicon valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air leak, difficult removal and torn clip introducer. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. The steerable guide catheter was inserted and the mitraclip delivery system (cds), was advanced. When the cds was in the left atrium it was noted that air was entering the steerable guide catheter (scg), via the clip introducer, requiring additional aspiration. No air entered the patient. The decision was made to remove the cds from the sgc. The cds was retracted too fast and the clip got caught on the clip introducer. When retracting the cds from the sgc, the proximal end of the clip introducer tore. A new clip introducer and cds were used with the same sgc without further issues to complete the procedure. A total of three clips were implanted, and mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.